Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee replacement surgery, the device was not locking with the mating device. Another device was used to complete the surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation indicate that the dovetail feature is flared and compressed. Tool (inserter) marks were found in the dovetail area. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This supplemental report is being submitted to relay additional and corrected information.

Event description:
It was reported that during a knee replacement surgery, the articular surface was not locking in with the tibial component. The customer alleged the issue was due to a deformation on the dovetail locking mechanism on the back of the articular surface. After a fifty (50) minute delay to find a replacement, another device was able to be used to complete the surgery. The patient did not experience any adverse effects from the surgical delay post-operatively.